Manufacturer narrative:
The stent remains in the patient. The customer reported the delivery catheter system was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke, right sided weakness, time of symptoms/ae: after the procedure. It was reported that after an uneventful left internal carotid artery stenting procedure, the patient experienced worsening of pre-existing right sided weakness. A CT indicated an evolving early infarction in the lateral left frontal lobe. Additionally, the patient has a history of coronary artery disease and experienced chest pain during the procedure. The patient was reported as still hospitalized seven days post-procedure though he was considered as medically stable for discharge to a skilled nursing facility (snf). He was ruled out for mi with 3 sets of negative enzymes. The patient was discharged to a snf in 2008. There was no neurological status provided at discharge. This constitutes all the known information regarding this event.